Event description:
The customer contacted physio-control to report that their device fluke analyzer readings were out of spec. In this state the wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.